Event description:
It was reported that the customer experienced a past high blood glucose event with the specific value displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump. Recommendation was made to consult a healthcare provider in regards to diabetes management.